Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An exterior visual inspection was performed, and it failed. The receiver failed to charge and boot up. Receiver log download and functional testing were unable to be performed. The reported event of initializing screen without manual restart was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to missing serial number label. The receiver attempt to charge and boot failed due to receiver will not turn on. Internal visual inspection was performed and failed due to a found defective battery. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and unexplained power on events were observed. The receiver functional test was unable to run due to receiver will not turn on. The allegation was confirmed. The probable cause was a damaged receiver battery. No additional event or patient information is available. No injury or medical intervention was reported.